Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage protocols, material specifications, and material tests were appropriately documented. A visual inspection of the returned device found that it is not in its original packaging. The device is fractured at the distal tip and the threads are deformed. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during arthroscopy procedure, inside the patient, the screw of the biosure ha 9mm x 25mm interference screw was broken during graft fixation in the femur. All pieces were removed from the patient. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H6: health codes updated.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, the screw of the biosure ha 9mm x 25mm interference screw was broken during graft fixation in the femur. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer specifications found that the storage protocols, material specifications, and material tests were appropriately documented. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.